Manufacturer narrative:
Due to character restriction, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) encountered system overheating malfunction. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - g2.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1: full event site address is (B)(6). Updated filed: b4, d9, e1 (initial reporter), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11 corrected filed: e1 (event site address), g2. A getinge field safety engineer (fse) visit the site and evaluated device however reproduction could not be confirmed. Fse replaced the scroll compressor as a precaution. No recurrence was observed in the operation inspection and running test after replacement, and the results were good unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.

Event description:
N/a